Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus detected in (B)(6) 2017 had resolved. On (B)(6) 2018, a 12-month follow-up transthoracic echocardiogram (tte) revealed thrombus on the closure device. The event was possibly related to medication. The patient restarted warfarin.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that thrombus detected in (B)(6) 2017 was detected by transesophageal echocardiogram (tee). Oral anti-coagulation was reinitiated. Tee performed in (B)(6) 2018 revealed the thrombus was resolved. It was further reported that the thrombus detected in (B)(6) 2018 was observed on tee. On (B)(6) 2018 tee performed and the thrombus was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient discontinued warfarin in (B)(6) 2017.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported thrombus occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was successfully performed. A 27 mm watchman ® laa closure device was implanted. The patient returned for a follow-up in (B)(6) 2017 and thrombus was detected. The patient's medication was adjusted. No further patient complications were reported.